Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 62 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. During support, a cerebral infarct occurred that lead to a cerebral hemorrhage. The patient ultimately expired. The physician alleged the impella device was a factor in the patient's death.